Event description:
We were informed about a situation at (B)(6) medical center where the quadrox I d arterial outlet came apart from the base during priming of the circuit. It occurred while the unit was being primed in a lab and was "manipulated to remove air". The customer stated that they did wiggle the outlet initially and it appeared to be solid but they did not have the clamp in place when the incident occurred. They typically put the clamp on after priming the circuit once all air has been removed. After speaking with the customer it was determined that this was an old lot number that had been designated for lab use. Reference number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The investigation is on-going. A supplemental medwatch will be submitted once further info is available. Items marked ni are unknown to us at this time.